Event description:
It was reported that a pump was alarming no disposable. Instructed the patient to hit start/stop button to silence alarm, reviewed settings and powered pump off, closed clamp and removed cassette. Instructed patient to gently tap cassette to disperse air bubbles in the line and pressed green release. Replaced cassette and powered pump on and pump continued to alarm. Powered the pump off and removed cassette, gently tapped cassette and massaged line to disperse air bubbles in the line and pressed green release. Replaced the cassette and powered pump on, and pump continued to alarm. Powered pump off and tubing clamped nearest port. There was no patient harm. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer as it does not indicate a problem with the initial manufacture or prior repair of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.